Event description:
Doctor had already delivered 20 ml of d5w through the d-line to the patient. The doctor attached another full 20 ml syringe of d5w to the d-line (to fully deliver microspheres) and with his first aliquot the d-line syringe connector broke off (with the syringe still attached) from the main d-line. Nuclear medicine was then brought into survey potential contamination. It was confirmed with there being no radioactivity on the "contaminated" towels (and further confirmed on immediate cleanup post-delivery surveys and post measurement readings). After confirming safety of the environment, the doctor simply re-attached the d-line syringe connector (with syringe still attached) to the d-line tubing and carefully delivered another 20 ml of d5w with no complications.

Manufacturer narrative:
The event involved no threat to public health and no death or serious injury to the patient. A retrospective MDR has been filed out of an abundance of caution due to the potential for serious injury due to the potential of radioactive contamination or should the full dose not be able to be administered to the patient. A batch record review was performed and did not display anything abnormal for the manufacturing process.